Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, a patient with leriche syndrome underwent endovascular treatment of occlusion with calcification using a reduced profile gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). A 59 mm vbx device was implanted in the right common iliac artery and a 79 mm vbx device in the left common iliac artery. The vbx devices were positioned from the mid-l4 level to the inferior border of l5 and implanted well. The preoperative ankle-brachial index (abi) was 0.63 on the right and 0.51 on the left, which improved immediately after the procedure to 0.87 and 0.81. The patient tolerated the procedure. On unknown date, at 1 month follow-up, the abi decreased to 0.57 on the right and 0.54 on the left. Radiography revealed compression of the vbx devices. Clinical symptoms returned to the preoperative level. The patient did not express significant complaint of claudication. The physician decided to continue follow-up. On unknown date, but in (B)(6) 2026, the patient requested symptomatic improvement, and re-intervention was considered. On (B)(6) 2026, reintervention was performed. Bilateral bare metal stents (bms, smart 8 x 80 mm) were implanted. On (B)(6) 2026, at follow-up, the abi improved to 0.87 on the right and 1.06 on the left. A follow-up radiographic evaluation was scheduled for july 22, 2026. The physician stated that although the patient's humpback had been recognized, it was not considered severe enough to be concerning at the time of the initial procedure; however, in retrospect, this assessment proved to be overly optimistic.